Event description:
Pt's vns therapy system was explanted due to staph infection. The pt had reportedly picked at the incision site. Both the generator and lead were explanted, leaving the electrodes in situ. The infection has reportedly resolved.